Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by visual inspection. Visual inspection of the returned tasps exhibit signs of repeated use (nicked & gouged) and they are fractured at the post. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional; p/n: 42527000303, l/n: 63245182. Tibial articular surface provisional; p/n: 42527000505, l/n: 63988266. Tibial articular surface provisional; p/n: 42527000505, l/n: 62710625. Tibial articular surface provisional; p/n: 42527000505, l/n: 63287713. Tibial articular surface provisional; p/n: 42527000505, l/n: 62784396. Tibial articular surface provisional; p/n: 42527000505, l/n: 63743436. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04145, 0001822565 - 2019 - 04146, 0001822565 - 2019 - 04147, 0001822565 - 2019 - 04149, 0001822565 - 2019 - 04150.

Event description:
It was reported that the instruments were returned due to they showed signs of wear. Subsequently, the instruments were also fractured. There was no patient involvement.